Event description:
It was reported that display is not working. The machine always marks blockage despite changing the dressing or the canister. No patient affectation reported.

Manufacturer narrative:
The renasys go, with serial number khck180413 and used in treatment, was returned for evaluation. A visual inspection found no fault with the device, the functional assessment found no relationship between the reported event and device. The device functioned within expected parameters. As such, root cause remains undetermined. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the failure mode reported has been reviewed and similar instances have been found in the previous four years. Further investigations are being conducted to determine if additional actions are required. Alarm thresholds are set after thorough testing and we always set them to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently, in this instance therapy will still be delivered. Recommendations: - canisters should be changed at least once a week, whenever there is a change in patient or in the event the canister contents reach maximum volume indication (300ml or 750ml fill line). Do not wait for alarm activation to change canister. - canisters are designed for single patient use. Do not re-use. - all users are advised to read and follow the instructions for use.